Manufacturer narrative:
It was reported that the ventilator failed pre-use check and had a subsystem restart. The service engineer could not reproduce the reported problem. After cleaning patient drawer connection system contacts the ventilator was returned to customer after passed functional tests. No part was replaced. Two weeks later the ventilator was reported to work as expected. The evaluation of received text dump device log confirms the issue with a warm subsystem restart several times between (B)(6) the first entry in the received log, and (B)(6) 2021. (B)(6) will be used as the date of event. The device log contains four passed and no failed pre-use checks. No technical error codes that may be associated with a ventilator malfunction were found. As the reported issue wasn't permanent and no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #:(B)(4).